Event description:
Customer reported the system will not move out of lateral position. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the shear pins. System operates as intended.